Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that the doctor reamed the hole with 4.5awl and prepared to insert 4.5 healix br. Just put it in the hole and twisted the first circle, it broke, and finally removed the second 4.5 healix br and implanted smoothly. The complaint device was received and evaluated. Visual observations and visual inspections on the pictures provided confirm that the distal tip of the anchor was broken. When observed the anchor under magnification, no structural anomalies could be noted. In other hand, the anchor didn¿t present any evidence of debris and the suture was intact, it did not present any physical damage. The complaint can be confirmed. The possible root cause for failure reported can be attributed to with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l47225, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received. It was reported that the surgery was not delayed due to the event but maybe less than 10 seconds. There were no fragments generated due to the broken device. There was no complication to the patient.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI:(B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the doctor reamed the hole with 4.5awl and prepared to insert 4.5 healixbr. Just put it in the hole and twisted the first circle, it broke, and finally removed, the second 4.5 healixbr and implanted smoothly. The device is available for evaluation.